Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50678466) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), memory impairment ("bain fog/ memory issues"), headache ("headaches"), genital haemorrhage ("heavy/ abnormal bleeding"), pain ("localised pain"), dysgeusia ("metalic taste") and tooth disorder ("problems with teeth"). The patient was treated with surgery (essure removal was scheduled but delayed due to covid-19). At the time of the report, the pelvic pain, hypersensitivity, memory impairment, headache, genital haemorrhage, pain, dysgeusia and tooth disorder outcome was unknown. The reporter considered dysgeusia, genital haemorrhage, headache, hypersensitivity, memory impairment, pain, pelvic pain and tooth disorder to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Lot number: 50678466 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events added: allergy symptoms, brain fog/memory issues, headaches, heavy/abnormal bleeding, loclaised pain, metalic taste, problems with teeth.essure removal was delayed due to covid-19. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50678466) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Lot number: 50678466 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50678466) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), memory impairment ("bain fog/memory issues"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), pain ("localised pain"), dysgeusia ("metalic taste") and tooth disorder ("problems with teeth"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, hypersensitivity, memory impairment, headache, genital haemorrhage, pain, dysgeusia and tooth disorder outcome was unknown. The reporter considered dysgeusia, genital haemorrhage, headache, hypersensitivity, memory impairment, pain, pelvic pain and tooth disorder to be related to essure. The reporter commented: lawyer reported, that the claimant was unable to undergo her scheduled essure device removal surgery, due to the covid-19 pandemic. Lot number#: 50678466, manufacturing date: 2012-08, expiration date: 2015-08. Quality safety evaluation of ptc: manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-nov-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), tubo-ovarian abscess ("right adnexal tubovarian abscess"), ectopic pregnancy with contraceptive device ("fell pregnant (ectopic) after sterilization") and haemorrhage in pregnancy ("pv bleed") in an adult female patient who had essure inserted (lot no. 50678466) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("ablation performed with essure insertion") and device ineffective ("device ineffective"). The patient had a medical history of iron deficiency anaemia, fibromyalgia, gastric bypass, parity 4, elective abortion, miscarriage, gastric banding, bloating, vaginal bleeding, herpes zoster, shingles, obesity, depression, migraine, breast reduction, fibromyalgia, ectopic pregnancy, iron deficiency anemia, fatigue and muscle ache. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), tubo-ovarian abscess (seriousness criteria medically important and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion intervention required), haemorrhage in pregnancy (seriousness criterion medically important), hypersensitivity ("allergy symptoms"), memory impairment ("bain fog/ memory issues"), headache ("headaches"), genital haemorrhage ("heavy/ abnormal bleeding"), pain ("localised pain"), dysgeusia ("metalic taste") and tooth disorder ("problems with teeth"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingoophorectomy and miscarriage/tubal abortion). At the time of the report, the outcomes for pelvic pain, tubo-ovarian abscess, ectopic pregnancy with contraceptive device, hypersensitivity, memory impairment, headache, genital haemorrhage, pain, dysgeusia and tooth disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered dysgeusia, ectopic pregnancy with contraceptive device, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, memory impairment, pain, pelvic pain, tooth disorder and tubo-ovarian abscess to be related to essure administration. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative. Lot number: 50678466, manufacture date:2012-08 and expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: medical record received. Event ectopic pregnancy , device ineffective & bleeding in pregnancy is added. Medical history added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and tubo-ovarian abscess ("right adnexal tubovarian abscess") in an adult female patient who had essure inserted (lot no. 50678466) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: medical device monitoring error ("ablation performed with essure insertion"). The patient had a medical history of ectopic pregnancy, iron deficiency anemia, fatigue and muscle ache. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), tubo-ovarian abscess (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), memory impairment ("bain fog/ memory issues"), headache ("headaches"), genital haemorrhage ("heavy/ abnormal bleeding"), pain ("localised pain"), dysgeusia ("metalic taste") and tooth disorder ("problems with teeth"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingoophorectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered dysgeusia, genital haemorrhage, headache, hypersensitivity, memory impairment, pain, pelvic pain, tooth disorder and tubo-ovarian abscess to be related to essure administration. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative. Lot number: 50678466, manufacture date:2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain') and tubo-ovarian abscess ('right adnexal tubovarian abscess') in an adult female patient who had essure (batch no. 50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed with essure insertion". The patient's medical history included muscle ache, fatigue, iron deficiency anemia and ectopic pregnancy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), memory impairment ("bain fog/ memory issues"), headache ("headaches"), genital haemorrhage ("heavy/ abnormal bleeding"), pain ("localised pain"), dysgeusia ("metalic taste") and tooth disorder ("problems with teeth"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tubo-ovarian abscess, hypersensitivity, memory impairment, headache, genital haemorrhage, pain, dysgeusia and tooth disorder outcome was unknown. The reporter considered dysgeusia, genital haemorrhage, headache, hypersensitivity, memory impairment, pain, pelvic pain, tooth disorder and tubo-ovarian abscess to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Lot number: 50678466. Manufacturing date: 2012-08. Expiration date: 2015-08 . Quality-safety evaluation of ptc: manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2022: medical record received : events- "ablation performed with essure insertion, right adnexal tubovarian abscess", reporter added, medical history updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50678466) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Lot number: 50678466, manufacturing date: 2012-08, & expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: ha number was provided. Due to internal review follow-up receive date of last follow up was 30-sep-2020 not 22-oct-2020. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50678466) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Lot number: 50678466, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Report was upgraded to serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.